Manufacturer narrative:
Additional device product code ktt. Device history records review was completed for part# 426.682s, lot# 9494845. Manufacturing location: (B)(4), manufacturing date: jun 11, 2015, expiry date: jun 01, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation has been completed. The product was returned in a packaging different from the original packaging. The laser marking is readable. Traces of use and damaged threated hole are visible. The plate is broken at hole 7. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Because of a 100 % visual final inspection at the end of manufacturing process the above mentioned scratches are not manufacturing related. The raw material certificate was checked and it was found the used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. (B)(4). (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: this complaint was reported from (B)(6) rec'd 26.jan.2017. It was reported that an 18-hole curved lcp-plate broke again without traumatic event. The patient suffered from pain in standing position and consecutively she could not strain the leg anymore. The revision surgery took place on (B)(6) 2017 and was successful. Complaint involves 1 part. The device broke twice. The 1st event is covered under (B)(4). Concomitant medical products: cortex screw (part: 414.052, lot: unknown, quantity: 1); cortex screw (part: 414.044, lot: 1165256, quantity: 1); cortex screw (part: 414.068, lot: 1400740, quantity: 1); cortex screw (part: 414.034, lot: 1063783, quantity: 1); cortex screw (part: 414.036, lot: unknown, quantity: 1); cortex screw (part: 414.034, lot: 1685864, quantity: 1); cortex screw (part: 414.036, lot: 8685831, quantity: 1); cortex screw (part: 414.036, lot: 1188454, quantity: 2); cortex screw (part: 414.036, lot: 1113234, quantity: 1); cortex screw (part: 418.035, lot: 1110618, quantity: 1). This report is 1 of 1 for (B)(4).